Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years ago. Additional suspect medical device components involved in the event: product family: upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5070051 / 7071722.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. No further information could be obtained despite good faith efforts.